Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump somewhat frequently decided not to put in the bolus. The insulin pump says the bolus has discontinued. The bolus was not delivered. Customer's blood glucose level was 127 mg/dl. The insulin pump alarmed bolus stopped. They were able to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.